Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached and the customer was unable to obtain glucose readings. As a result, the customer became hyperglycemic and experienced loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who administered insulin (dose/type unspecified) and other unspecified IV treatment for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.